Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella cp support and when the peel away sheath was removed from the body, the physician noted a crack in the peel away. The scrub technician also noticed a kink in the companion sheath. No patient harm has been reported.

Manufacturer narrative:
The investigation for the introducer damage has been completed. Data log review not applicable. The product was not returned for review. Clinical details were sufficient to determine the root cause. The cause of the issue was a companion sheath kink due to an interaction with the cracked introducer sheath. The cause of the issue was an introducer sheath split along the scorelines. The instructions for use for the impella cp with smartassist system states the following: section: warnings & cautions: cautions ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿